Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the two batteries were returned for evaluation. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. In addition, the batteries were charging when connected to a battery charger, with the battery charger indicator light turning green when the batteries became fully charged. A review of the batteries' internal logs revealed that, for each battery, a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the battery remains connected to the battery charger with a cell over-voltage flag, the battery charger status indicator will flash red after eight hours due to a charge time-out. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event can be attributed to an over-voltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over-voltage condition can be attributed to battery chargers assembled with incorrect inductors. Heartware ventricular assist system ¿ battery, (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-03-31 / UDI #: (B)(4), return date: 2018-08-29, mfg date: 2018-03-19 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient had charged two of their batteries, the indicator light on the battery charger would turn red. When these two batteries were placed on the different ports of the battery charger the indicator light would also turn red. Furthermore, it was reported that the patient's other batteries were working as intended when charging. The batteries have been exchanged. The devices subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.